Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and underwent an explant procedure. The patient is doing well post-operatively. The device was retained by the facility and will not be returned for analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads upn: (B)(4), model: sc-2366-70, serial: (B)(6), batch: (B)(6).